Event description:
"Placed #3 blade into the intubrite and the light on the blade did not come on. Attempted two more times to place the #3 blade into the handle and the light continued to not turn on. I tried to turn on the screen and it would not turn on as well. Pulled the battery out and it was in the correct position in the handle. When I went to screw to battery cap back on, the light came on in the blade and I was able to turn on the screen as well." (From crew report.)